Event description:
It was reported that pt underwent total hip replacement in 2007, in which she rec'd a durom cup acetabular component. Post-op, pt has been experiencing pain and surgeon has recommended revision, which is not yet scheduled.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.